Event description:
It was reported that the zimmer electric dermatome motor had no power. Additional clinical follow up with the hospital indicated that the unit never worked. An alternative method was used to obtain the graft, therefore, there was a 30 minute delay in the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 10 years old and has been in 6 times for repairs. The last repair was on 06/28/2011, for a similar issue. At that time the handpiece motor was replaced. The inspection found that the unit started then stopped, it would not start again. The cause of the reported complaint was a faulty handpiece motor. A review of salvaged parts showed corrosion to the outer motor housing. This could indicate moisture intrusion to the inner motor, which would eventually cause the electric motor to fail. The device was serviced and returned to the customer.